Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the process of inserting the stylet after the first tissue collection, the stylet did not go all the way in. Because additional tissue collection was necessary, the new echo-hd-19-a was used. Patient/event info - notes: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Tip of stylet. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.).stomach to pancreatic tail. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. Unknown 4. If not with the device in question, how was the procedure performed and/or finished? The new echo-hd-19-a was used. 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal? No. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Gf-uct260 (olympus). 11. Was the scope recently serviced / repaired? No. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? At the first puncturing. 14. Was the syringe used during the procedure, after the stylet was removed? Syringe was not used in this case. 15. Was difficulty experienced while retracting the needle? No, stylet did not come out. 16. Was it possible to fully retract before removing the needle from the patient? Yes. 17. Was gaining access to the target site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 19. Was puncture of the target site difficult? No. 20. Was the stylet partially removed when advancing into the target site? No. 21. How many samples were obtained with this needle? Nothing. 22. Did any section of the device detach inside the patient? No. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. 26. If the device is a procore, is the kink located distally at the notch / core trap? No.

Event description:
¿Supplemental report is being submitted as a cancellation report following the completion of the investigation on 28 nov 2024 as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
¿Supplemental report is being submitted as a cancellation report following the completion of the investigation on 28 nov 2024 as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-a device of lot number: c1914122 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-19-a device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1914122. Instructions for use and label: the notes section of the instructions for use (ifu0050), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0050). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause is that the tip of the stylet became kinked or was blunted due to device handling/preparation which contributed to the stylet not advancing all the way into the target site. Answers to q.1 in the patient/event info - notes confirmed that a kink or bend was observed on the tip of the stylet. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stylet did not go all the way in. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause is that the tip of the stylet became kinked or was blunted due to device handling/preparation which contributed to the stylet not advancing all the way into the target site. Answers to the raised questions confirmed that a kink or bend was observed on the tip of the stylet. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined.